Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix e/x device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009:the patient underwent surgery for implant of an unspecified bard/davol composix e/x. The patient is making a claim for an adverse patient outcome against the composix e/x. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix e/x device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. H11: this is an addendum to the initial emdr to document information provided via patient medical records. The medical records indicate that patient developed a hernia recurrence and underwent repair with explant of the bard mesh. During the revision procedure there is no indication as to what may have caused the hernia recurrence, however does note there to be "multiple recurrent hernia defect" therefore it would appear that additional hernias had developed. The medical records indicate the patient was treated for recurrence and adhesions, both of which are known inherent risks of surgery and are listed in the adverse reactions section of the instructions-for-use as possible complications. Updated fields: a2, a4, b2, b3, b4, b, b6, b7, d4, d7, g1, g2, g4, g7, h2, h4, h6, h11. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009:the patient underwent surgery for implant of an unspecified bard/davol composix e/x. The patient is making a claim for an adverse patient outcome against the composix e/x. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per medical records provided by the patient's attorney: (B)(6) 2009 the patient underwent repair of incisional hernia with implant of the bard/davol composix e/x mesh. Operative dictation notes there was approx. 2cm of mesh allowed to overlap beyond the fascial edge. (B)(6) 2015 the patient underwent explant of the bard/davol composix e/x mesh (due to multiple recurrent hernia defects), cholecystectomy, and lysis of adhesions. The recurrent hernia was repaired primarily without mesh. (B)(6) 2016 the patient underwent repair of recurrent incisional hernia. As reported, several fascial defects were noted (confirmed per CT scan). A sheet of non bard/davol mesh, 20 x 25 cm, inserted as an underlay. No identification of mesh from previous repair noted in the operative dictation. Attorney alleges outcomes attributed to device of adhesions, pain, and recurrence.